Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that her insulin pump had released all of the insulin into her body within a 2 hour period after refilling insulin yesterday. The blood glucose reading at the time was 40 mg/dl. The customer then removed the insulin pump for the night. The current blood glucose reading is 371 mg/dl. Customer will treat with the insulin pump and had taken actose pills earlier. Troubleshooting was performed. The time and date on the insulin pump were programmed incorrectly. No other anomalies found. Nothing further reported.